Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that a 1210 "high tidal volume" alarm error message occurred. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed that no repairs were completed as the customer declined service and repair and went with a third-party vendor. It is unknown what the outcome of the service event was, and no further information could be obtained. No additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. H11: update to device usage: there was no patient involvement at the time the issue was discovered as the issue occurred during testing.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1210 "high tidal volume" alarm error message occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that a 1210 "high tidal volume" alarm error message occurred. The investigation is ongoing.